Manufacturer narrative:
Additional information was received indicating the device was explanted and replaced due to severe mitral regurgitation. No further adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date.

Event description:
Medtronic received information that four years and eight months post implant of this 28 mm annuloplasty ring, it was explanted and replaced with a 26 mm annuloplasty ring. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.